Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a non-recoverable fault 252 occurred when the customer plugged in the camera. The customer had powered down the system. The intuitive surgical inc. (Isi) tech support engineer (tse) checked the system logs and noted fault pointed to a communication issue from the core to the video processor (vp). The tse had the customer check the grey fiber cable connection. The customer replaced the cable, checked the power cord to the vp, and performed a hard restart of the vision side cart (vsc), but issue persisted. The tse advised the customer to swap out vscs. The customer stated they would do that. There were no reports of patient injury. Isi has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue and resolved the issue by replacing the video processor (vp). Isi received the da vinci product to perform failure analysis. The vp was installed into test equipment. During the booting process, the system had errors 48259 and 833. These errors are related to error 252. Further investigation shows the warning error related to the dual window appliance (dwa) board. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.